Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a clogged nozzle. In addition, bending section cover glue separation, plastic distal end cover scratch, and angulation out of specification were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that an air/water issue was noted with the evis exera iii colonovideoscope. During a standard service inspection of the customer returned device, nozzle clogging was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the cause could not be presumed further. The following information was obtained: the nozzle was clogged with solid foreign material. The nozzle opening was not deformed. Furthermore, no deviation from the instructions for use (IFU) were found. To prevent further recurrence, it is suggested that the user facility receive instruction/reinstruction on how to handle the device in accordance with the IFU. Olympus will continue to monitor field performance for this device.